Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose level was 47 mg/dl. The customer declined troubleshooting. The customer reports green led light on the charger. Customer states the led blinked on and off. The device will not be returned for analysis.